Event description:
It was reported that the right atrial lead was not capturing at maximum output, and the device reached elective replacement indicator earlier than expected. The device was explanted and replaced. The lead remains implanted, but the device was programmed to vvir due to patient being in chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6947 implantable tachy lead (B)(6) 2009; d224trk implantable cardioverter defibrillator (B)(6) 2009. (B)(4).